Event description:
It was reported that oversensing with artifacts was detected during follow-up. The patient complained of dizziness.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The visual inspection found ligature markings 23 cm distal of the is-1 connector pin. Immediately proximal of the ligature marking, the inner coil was found to be deformed, the lead body showed abrasions on one side, and there was damage to the inner insulation. This damage is with high probability the cause of the clinical observation complained about. The position and kind of the damage are characteristic for massive mechanical stress of the lead due to the lead lying immediately proximal of the ligature with a narrow bending radius. The visual inspection showed a strongly twisted inner conductor helix near the is-1 connector pin, due to which the function of the fixation mechanism was impaired. The strong deformations led to a conductor fracture in this area. The analysis showed that an overtwisting of the screw mechanism during the explantation should be considered as cause. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis showed no indications of a material defect or manufacturing error.